Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. This occurred while the patient was drying their hair with a towel. The system was checked the next day, and it was determined there were no suitable programming options. The doctor may replace the system with a transvenous one. There were no additional adverse patient effects. The system remains implanted.